Event description:
Affiliate reported that fluid did not flow through the device due to some form of blockage and needed to be replaced.

Manufacturer narrative:
The investigation did not confirm the problem. No flow problems were noted. The serial number of the valve was found as noted by the customer. The lot number was found to be cfnb7h and the product code was 82-3113. The device was tested for programming and flow before being sent to the investigation site. The valve passed these tests successfully. Therefore, the product was sent to the investigation site. The valve was on position 70 mm h2o when returned. It was returned with 70 cm long peritoneal catheter and 10 cm long ventricular catheter. For this kind of product, the catheter is directly molded on the valve inlet and outlet during MFR. The ventricular catheter was cut off from valve housing and the valve was tested for flow. No occlusion was noted during the flow test that uses light syringe pressure to establish if any occlusions was present. The ventricular catheter was also tested for flow and no occlusion was noticed. Then the valve was tested for pressure. The valve passed the pressure test successfully. The review of the lot history record confirmed that the valve conformed to the required specifications when released to our inventory in january 2006. No observations were made that would explain the flow problem reported by the customer. No problems were noted during the examination of the device. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.